Event description:
Event description cpi received information that the patient of this endotak transvenous defibrillation lead developed a pneumothorax, the suspected cause being lead placement. A chest tube was inserted and the issue was resolved.